Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level ranged from 438 to the 700's mg/dl. A correction bolus was delivered and insulin injections were used in an attempt to address the bg level. The customer was admitted to the hospital on (B)(6) 2016 for diabetic ketoacidosis (dka). The customer was treated with an insulin drip, electrolytes and fluids. The high bg and dka were resolved. The customer was discharged on (B)(6) 2016 and was using insulin injections to manage diabetes. Reportedly, the customer had been using apidra insulin in the cartridge. The customer had discussed the type of insulin used with a healthcare provider and was hoping to have it changed.